Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent was fully released and was not returned, the safety button was pressed down. The device shaft shows no damage or irregularity. The dimensions of the shaft system were measured and complies with the specification. The tip shows a severe indentation at its distal end, most likely caused by a hard, sharp-edged object, such as e.g., anatomical structure. After flushing, a 0.018 inch reference guidewire could be fully introduced with no unusual resistance. The guidewire and the introducer sheath used in the intervention were not returned. The provided image was reviewed. A device is visible in the sfa, but the resolution of the image does not allow to tell if it is the complaint device. The provided material does therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection, and the outer shaft diameter is measured to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description and the findings, the root cause for the complaint event is most likely related to the patients anatomy (i.e., severely tortuous and severely calcified target lesion). It should be noted that the pulsar-18 t3 is indicated for use in patients with atherosclerotic disease of the superficial femoral, proximal popliteal and infrapopliteal arteries.

Event description:
A dissection was found in the p2 segment of the popliteal artery, which occurred during pre-dilatation. The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. The angio showed that the dissection was large and the vascular morphology was relatively twisted, resulting in a large resistance to the stent delivery. Eventually, the stent could not reach the lesion.